Event description:
The hearing performance with the device is affected due to reported intermittent function of the implant. The user has been experiencing pain, noises and non-auditory sensations since (B)(6) 2020. These symptoms momentarily improved but further issues were reported in (B)(6) 2020. When turning head left or looking up, the sound cut out temporarily. The user had to apply pressure over the coil for sound to improve and to hear clearly. The recipient was re-implanted on (B)(6) 2020. This report refers to 9710014-2020-00365. For further information please refer to this report.